Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the sram card. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would need a new sram card. No pt injury was reported.